Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device available for evaluation: not available - implanted. Initial reporter is j&j company representative. (B)(4). Device history lot: no documents could be found in the synthes systems for this part / lot combination. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery with tfna implants in question for trochanteric femur fracture. After the surgery, on unknown date, cut-out occurred. On (B)(6), the surgeon reported the sales rep about it. Details are pending clarification. After obtaining more information, the sales rep will make a follow-up report. No further information is available. This report is for one (1) ti end cap for tfna 0mm extn - sterile this report is 2 of 5 for (B)(4).